Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that implantable pacemaker was not successfully implanted due to pacing impedance measurements greater than 2000 ohms. The procedure was completed with a new device. The device was never in service. No adverse patient effects were reported outside of prolonged procedure. This product has been received by boston scientific for further analysis.

Event description:
It was reported that implantable pacemaker was not successfully implanted due to pacing impedance measurements greater than 2000 ohms. The procedure was completed with a new device. The device was never in service. No adverse patient effects were reported outside of prolonged procedure. This product has been received by boston scientific for further analysis.